Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/02/2014 with the following findings: one unexplained pump reboot event was observed in the black box. The battery cap was not returned with the pump. There was no damage found to the battery compartment. The pump was exercised for a 24 hour period using a new test battery cap with no power interruptions observed. Removal of the pump cover showed no evidence of internal moisture and there was no observed damage to the power circuit. The complaint was confirmed in the black box but was not duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, a reporter contacted animas alleging that their pump was intermittently losing power. This complaint is being reported because it was not resolved at the time of troubleshooting. There is no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.